Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and a mesh was implanted concurrently with anterior/posterior repair due to stress urinary incontinence, rectocele and cystocele. The patient experienced pain, erosion of her internal bodily tissue and other injuries. It was reported that the patient had hemorrhaging repaired torn sutures on (B)(6) 2005. The patient has undergone multiple surgeries and revisionary procedures. It was reported that the patient underwent mesh incision on (B)(6) 2012 for voiding dysfunction. Due to pain, erosion, extrusion, infections and urinary problems, the patient underwent a sling excision on (B)(6) 2012.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary tract infection, dysuria, urgency and hematuria.(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced vaginal scarring, recurrent stress urinary incontinence and urinary frequency.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced incomplete bladder emptying, nocturia, urinary hesitancy and straining.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence, rectocele and a sling was implanted. Concomitantly the patient underwent an anterior/posterior repair. Due to pain, erosion, extrusion, infections and urinary problems, the patient underwent a sling excision on (B)(6) 2012. (B)(4) - urinary problems.